Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime anomaly or unexpected no reservoir alarms were noted. No cosmetic damage was noted.

Event description:
Customer called needing assistance changing her reservoir. It is the first time she has done it. Customer's blood glucose level is 233 mg/dl. She reported that her insulin pump keeps saying no reservoir. The infusion set is connected to her body, but whenever she tries to prime, the insulin pump reads no reservoir. Customer says she inserted the reservoir into the insulin pump, but it is not connected to the infusion set. She inserted the reservoir into the insulin pump before rewinding the device. Customer disconnected at the quick release. She attempted to prime, but it failed. Customer could not rewind the device while holding the reservoir to see if it would dislodge. She could not remove the reservoir from the insulin pump. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.